Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The outcome and treatment of the peritonitis was unknown. Additional information was requested and was not available at this time. This is report 2 of 2.

Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information becomes available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894006 and gd893297. All release criteria were met prior to the release of the lots. Should relevant additional information become available, a follow-up report will be submitted.